Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma, gel bleed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral granuloma, right-sided rupture, and left-sided surgical intervention and gel bleed postoperatively. The patient had a consultation with a healthcare professional, and the diagnosis of right-sided rupture was confirmed based on mammogram and physical examination. The MRI result did not indicate an issue on the left-sided implant. However, left-sided granuloma was confirmed by biopsy. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. This report is for the left-sided prosthesis.